Manufacturer narrative:
No product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly. (B)(6).

Event description:
A report was received on 09 jul 2025 from a healthcare professional (hcp) regarding a 65-year-old male with a medical history including multiple comorbidities and end stage renal disease, who stated the patient had a bad taste in his mouth, low blood pressure (nos), weakness, and blurred vision during a hemodialysis treatment on (B)(6) 2025. Treatment was terminated with rinseback, the patient was transported to hospital and admitted. Additional information was received on 14 jul 2025 from the nephrologist who stated the patient was admitted on (B)(6) 2025 for hypertensive crisis with acute cardiac failure. The patient was administered intravenous (IV) anti-hypertensive medications (isoket, urapidil, doses not specified) and was dialyzed in hospital. The patient recovered without sequelae and was discharged on (B)(6) 2025.